Event description:
According to a preliminary report received, the physician "tried to take off the third coil of an aneurysm located on the anterior communicating" artery. It was reported that the coil stretched and broke at the fiber junction and no detachment cycle had been initiated. It was noted the "patient never woke up". The report indicated that the device was disposed of and will not be returned for evaluation.